Manufacturer narrative:
.

Event description:
It has been reported that during a patient use event, the device experienced intermittent pads adherence & the display is not functioning properly. Patient outcome is unknown.

Manufacturer narrative:
(B)(4).